Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported seeing a device error/service required message with a red x on the display screen. There was no report of pt involvement.